Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text: device not returned.

Event description:
It was reported, that the pump touch screen was unresponsive. The battery depletes quickly. And an altitude alarm occurred. Customer declined to troubleshoot the issue with tandem technical support. Therefore, the allegation could not be confirmed.